Manufacturer narrative:
Partial lead measuring 5.7 cm with connector portion was returned for analysis, no anomaly was found on the portin of the lead returned for analysis.

Event description:
It was reported that the patient has deceased/expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.